Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
On this date (07/26/2021) soclean received notification of a sus voluntary event report for mw5102489. Following our review of the complaint related to (cough, dyspnea), soclean has determined that a medical device report (MDR) was required for this event.